Event description:
When a wisdom tooth was extracted, this product fractured. While the majority of the fractured fragments were removed, a shadow was observed at the bottom of the tooth socket on a cbct scan, suggesting the possibility that some fragments might have been retained. Since the fragments were closely associated with the left inferior alveolar nerve, removal was not performed to avoid potential nerve damage. Recently, it has been felt that the product is prone to fracturing.